Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
Pt was implanted with tfn nail on (B)(6) 2012. During pt follow-up visit, pt complained of pain in the left hip. X-rays taken revealed the tfn lag screw had migrated through the femoral head. Pt was returned to operating room on (B)(6) 2012 for removal of all hardware and was revised to hemiarthroplasty. This is 2 of 2 reports for the same event.